Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the proximal right coronary artery with two overlapping xience v stents, one 2.5 x 23 mm stent and one 2.5 x 18 mm stent. Post procedure, the patient experienced elevated cardiac troponin levels and ECG showed a non q-wave mycardial infarction. It was determined that the patient experienced a periprocedural non q-wave myocardial infarction caused by the target vessel. There was no reported treatment given. The patient was discharged home on (B)(6) 2009. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.